Event description:
It was reported that during an unknown procedure, it was observed that something had fallen from the device. They checked the floor and found that a metal part (1.5 centimeters long, 3 millimeters in diameter) had fallen. When the device was checked, it was observed that there were no particular problems, and it could be used without any problems in the surgical field. They checked the instruments and sanitary materials being used, but no missing parts were found. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 07/23/2025 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 08/01/2025 d4: batch #a97a05 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. In addition, an unknown pin was received inside of a plastic bag. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack loaded and a pin inside the plastic jar. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional and damaged. In addition, the device was reviewed and the pin returned in the bag did not belong to the device. The damage to the pcb is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The event described of cartridge pan separation could not be confirmed as no cartridge was returned for analysis. Device history review a manufacturing record evaluation was performed for the finished device batch number a97a05, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/30/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.